Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The stylet/guidewire was damaged. Visual summary analysis of the lead indicated damage at implant. Guidewire was unable to withdrawn do to the guidewire tip bent inside lead: distal end: tip nose. (B)(4).

Event description:
It was reported that during an implant procedure the guidewire was stuck in the left ventricular lead. Resistance was felt while trying to retract the wire and it was not possible to remove it. Another lead was implanted. No patient complications have been reported as a result of this event.